Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known. Reportedly, an injection was administered by paramedics to address the issue; nature of injection was not known. Customer went to the emergency room and was provided with carbohydrates. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.